Event description:
Reporter alleged blood glucose measured 182 mg/dl back to back with a result of 66 mg/dl when testing was performed within one min of each other. It was stated customer drank a soda as a result however no other actions were taken and no treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.